Manufacturer narrative:
Complete information for section patient information, patient identifier= (B)(6). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false depressed troponin result when processing on the architect i1000sr. The following data was provided for the patient: the customer generated initial troponin result of 0.00 and repeats of 3.70, and 6.92 respectively. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced a damaged assy, trigger_pre-trigger heater, complete (rohs), which resolved the issue. A review of the analyzers service history identified no contributing factors to the current complaint, and no further occurrences of discrepant results after the part was replaced. A review of tracking and trending did not identify any trends for the trigger_pre-trigger heater, complete (rohs). A review of tracking and trending did not identify any trends for the architect i1000sr. Return testing was not completed as returns were not available. Manufacturing documentation was reviewed, and no issues were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i1000sr processing module or trigger_pre-trigger heater, complete (rohs) was identified.